Event description:
A caller reported a malfunction on a pump that displayed a malfunction code and fault ID, which was resettable. There was no reported impact on the customer's blood glucose level, as the caller either did not know or declined to answer if the level exceeded 500 mg/dl. Customer technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and it was resolved that the customer could continue to use the pump while being advised to call back if the issue reappeared. The caller acknowledged and understood the instructions.